Manufacturer narrative:
The customer sent images and paperwork for review. The paperwork submitted did not match the images submitted and customer could not locate the proper paperwork. Samples were not returend for investigation testing. The modified forward abo assay was loaded on the customer's instrument in 2007. The customer did not report any additional problems since testing with the modified assay.

Event description:
Customer reported unexpected negative reactions with the abo assay on the galileo. They were performing fwdabo and reflexabo.